Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed neurological dysfunction on 19may2023 and was admitted to the hospital on (B)(6) 2023. The neuropathy was classified as more than 24 hours. The central nervous system event was reported to be an intracranial bleed that occurred in the left hemisphere. The patient experienced stroke with muscle weakness in the right side of the body. Computed tomography (CT) was performed to diagnose the event. The patient was on anticoagulants warfarin and aspirin at the time of the event. During their admission an emergency trepanation and drainage was performed and heparin was administered. The event and the device was reportedly clearly related.